Event description:
On (B)(6) 2013, this pt was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. A slight proximal type I endoleak was identified during the procedure; however, the physician decided to monitor the pt and completed the procedure. On (B)(6) 2013, f/u computed tomography revealed a retrograde aortic dissection from the proximal end of the trunk-ipsilateral leg component to near the left subclavian artery. The pt is currently receiving drug therapy to control blood pressure.